Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included pregnancy and uterine dilation and curettage (in 2011). Concurrent conditions included shortness of breath, upper respiratory infection, hypokalemia, acute frontal sinusitis, deep thrombophlebitis of the leg, stress, headache and chest pain. Concomitant products included nsaids and paracetamol (acetaminophen) since (B)(6) 2017. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("painful intercourse"), menorrhagia ("menstrual hemorrhaging, abnormal bleeding ( menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("mental anguish"), 2 months 31 days after insertion of essure. In (B)(6) 2015, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type"). The patient was treated with surgery (removal surgery for essure). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, menorrhagia, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, depression and anxiety outcome was unknown. The reporter considered anxiety, cystitis, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted as per pfs: insertion date of essure device: (B)(6) 2015. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included pregnancy and uterine dilation and curettage (in 2011). Concurrent conditions included shortness of breath, upper respiratory infection, hypokalemia, acute frontal sinusitis, deep thrombophlebitis of the leg, stress, headache and chest pain. Concomitant products included nsaids and paracetamol (acetaminophen) since (B)(6) 2017. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("painful intercourse"), menorrhagia ("menstrual hemorrhaging, abnormal bleeding ( menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("mental anguish"), 2 months 31 days after insertion of essure. In (B)(6) 2015, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type"). The patient was treated with surgery (removal surgery for essure). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, menorrhagia, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, depression and anxiety outcome was unknown. The reporter considered anxiety, cystitis, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted as per pfs: insertion date of essure device: (B)(6) 2015. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: case became incident. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.